Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump received with minor scratches on display window, cracked lcd window at bottom left and right corners, cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reports a button error alarm on the insulin pump. Customer states he has bumped the pumps which lead to have to the alarm. Current blood glucose level is 232 mg/dl. Advised customer insulin pump will be replaced and revert to a back-up plan per health care provider's instruction. No further information was provided.